Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The target lesion was proximally located in an unspecified vessel. A 3.50x24mm promus element plus stent was deployed to treat the target lesion. An unspecified balloon was selected to post dilate the lesion. Upon advancing the balloon, the balloon caught the proximal struts of the stent which resulted in stent deformation. The procedure was completed with this device and no patient complications were reported. The patient's status was stable.